Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 water level alarm at powerup. Fluid level ok. No patient adverse events reported.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Wear and tear damage to line cord, drain fitting, enclosure, water tank cover, front cover, and plate clip. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The reported issue was caused by crack on bottom of enclosure. The root cause of the reported issue could not be determined with the provided information. The technician replaced enclosure to resolve the reported issue.